Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. D8-9: device availability and return date were updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of method codes were added: 10, 3331, 4109, 4111 h6: type of results code was added: 180 h6: type of conclusions code was added: 4307 h10: narrative/data was updated. DHR review was completed for the subject lot number 1257678. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1257678 for similar events and no other complaint was identified. The customer did submit images for the reported event. The image revealed a mount stuck to an implant. The implant exhibited signs of use with bone debris on the external threads. Based on the investigation and risk management file review as per rm-00541-haz, the most likely root cause determined from the investigation was the torque or speed applied during placement/seating exceeded the recommended value. Therefore, based on the available information, a device malfunction did occur. The mount would not disengage from implant. The reported coob was non-verifiable since the condition of the product/packaging when received by the customer is unknown / non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No additional information received at the time of this report.

Event description:
It was reported the mount did not come off at implant tooth site #19. The doctor tried to remove the mount, but it would not come off. An alternative tsv implant was placed. Request for an investigation and response on the state of hardness that did not come off.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: patient weight unknown / not provided g4: additional PMA/510(k) number ¿ k133339 customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.